Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a vessel dissection and myocardial infarction occurred. In october 2013, the patient presented with silent ischemia and the subject was referred for elective cardiac catheterization. The target lesion was 90% stenosed and 16mm in length located in the distal right coronary artery (rca) with a reference diameter of 3.0mm. The lesion was pre-dilated and a 3.0 x 20 mm and a 3.0 x 12 mm study stent were placed with 5% residual stenosis. The distal rca was treated with rotablation using a 15 mm rotablator burr for 30 seconds resulting in a grade b dissection. The dissection occurred prior to pre-dilatation and stenting. The grade b dissection became more evident after balloon pre-dilatation (non bsc balloon). The dissection was evident even after the end of the procedure. Baseline core lab angiography confirmed a "residual vessel dissection at the end of procedure." The second target lesion was 0% stenosed and 18mm in length located in the mid rca with a reference diameter 3.0mm. The lesion was pre-dilated and a 3.0 x 28 mm study stent was placed with 6% residual stenosis. The third target lesion was 90% stenosed and 20mm in length and was located in the mid left anterior descending artery (lad) with a reference diameter of 3.0mm. This lesion was located treated at this time due to the complex nature and prolonged duration of the treatment for the rca lesion. One day post index procedure, the patient developed myocardial infarction. Cardiac enzyme elevation confirmed the mi. The hospitalization was prolonged due to the event. The patient was discharged 3 days later on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).